Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided expertise files confirmed the reported behavior: on 17 august 2022, the smarttouch tablet froze after a print was completed, and the user could no longer end the session or perform any action. - the observed issue resulted from a printing failure: after the printing was completed, no notification was received by the programmer software module and therefore, the printing was still considered to be in progress, explaining why the ¿end¿ and ¿print¿ remained disabled on the programmer screen. - it should be noted that normal functioning was restored after restarting the smarttouch tablet.

Event description:
Reportedly, the green banner indicating a printing in progress remained on the screen after the printing was completed. In addition, it was no longer possible to program the device or end the session. The battery was then removed and plugged back, which restored normal device functioning.